Event description:
Caller reported blood glucose results of 478 mg/dl using advantage system 1 and 88 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with pt identifier (B) (4) for report on advantage system 2.